Event description:
Findings of obstructive sleep apnea in children with vagal nerve stimulators and who manifested severe epilepsy were reported in an article.

Manufacturer narrative:
"Sleep-related breathing disorders in children with vagal nerve stimulators" pediatric neurology vol. 39 no.2 2008.